Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. The physician was unable to extract the right ventricular (rv) lead and the patient has been referred to another physician to have the lead extracted at a later date. At the time, the rv lead remains implanted, and an extraction procedure has not been scheduled at this time. The crt-d will not return for analysis. Outside of the revision, no adverse patient effects were reported.